Event description:
A talent stent graft system was implanted for treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as no tortuosity and mild calcium. It was reported that the bifurcated stent graft was implanted and then the contralateral limb was implanted. Upon final angiogram, there was a type 1 endoleak at the proximal end of the bifurcated stent graft. An aortic cuff was placed to treat the proximal type 1 endoleak. A second type I endoleak was discovered after placement of the cuff. The physician elected to balloon the cuff using another manufacturer's balloon. Upon inflation of the balloon, the vessel wall was perforated approximately 25 mm below the renal artery. The balloon was inflated within the bifurcated section of the stent graft. The physician elected to place two aortic cuffs from another manufacturer to the renal artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes: results: another manufacturer's balloon. Endoleak, ruptured vessel. Conclusion: another manufacturer's balloon.